Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during distributor inspection debris was found in the sterile packaging. No patient involvement was reported. Attempts have been made and no additional information is available..

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product and packaging identified debris within the sealed sterile pouch. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. This product falls within the scope of a CAPA investigation that is reviewing the debris & hair in sterile packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.